Event description:
The customer stated that when a pt with chest pains was brought into the ER, the nurses were unable to obtain an ECG right away. The nurses eventually obtained the ECG.

Manufacturer narrative:
The customer stated that when a pt with chest pains was brought into the ER, the nurses were unable to obtain an ECG right away. The nurses eventually obtained the ECG. On 4/28/2009 philips evaluated the device, and confirmed the issue. Philips found that the pim module had corrosion on the lead connectors in the form of dried blood. The pim module and pim data cable were replaced, and the device returned to service. We will consider this a malfunction caused by a lack of maintenance. This complaint does not allege a death, serious injury, or safety issue. In my opinion the complaint does not suggest that a possible safety issue has occurred.